Event description:
Additional information received reported that the surgery was performed on the previously noted date. The reporter had no further information to give as a different representative covered the case. Additional information was requested from the representative who covered the case and if additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0fge1, product type: lead; product ID 3389s-40, lot# v 323744, product type: lead; product ID 7482a95, serial# (B)(4), product type: extension; product ID 7482a95, serial# (B)(4), product type: extension.

Event description:
Additional information received reported they were still working on the patient. All associated devices would be sent back once all of the patient¿s procedures were finished. Thursday (B)(6) 2014 the stimulator and adaptor were replaced.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0fge1, product type: lead. Product ID 3389s-40, lot# v 323744, product type: lead. Product ID 7482a95, serial# (B)(4), product type: extension. Product ID 7482a95, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was later reported that 1-2 weeks post replacement the impedances got worse again and the shocking. It was noted that the patient went back to surgery and had the implantable neurostimulator (ins) replaced. No fluid was seen at the connector block and there were no issues with the ins when disconnecting. The plug and adaptor were replaced also.

Event description:
Information was previously reported in manufacturers report number 3004209178-2014-11828, any additional information received will be reported under this manufacturers report number.

Event description:
It was further reported the patient had an appointment scheduled for an x-ray and appointment with their health care professional on (B)(6) 2014.

Event description:
Additional information received the lead was replaced the day that the manufacturer representative was there and the impedances were within normal range and no problems were found.

Event description:
Additional information received reported the patient's lead was interrogated on (B)(6) 2014 and they were scheduled for a replacement surgery on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was getting an x-ray of the lead connector and coming to clinic the friday after the report.

Event description:
Additional information received reported that an engineer helped the reporter "on friday" to program around the right lead and isolate the problem to the left lead. The patient would be scheduled shortly for a replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0fge1, product type: lead. Product ID: 3389s-40, lot# v323744, product type: lead. Product ID: 7482a95, serial# (B)(4), product type: extension. Product ID: 7482a95, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported earlier in the week prior to report, post-implant, the patient experienced shocking and then had a loss of symptom relief on one side and then subsequently the other side. It was stated the doctor would likely re-implant in a different location with a different adaptor and different plugs and a new implantable neurostimulator (ins).